Event description:
It was reported that during removal the catheter balloon was difficult to remove due to a cuff roll. No treatment was required for the pt discomfort.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).